Event description:
This is report 3 of 5 for (B)(4). It was reported that during an unspecified surgical procedure, it was observed that the button on the vapr tripolar 90 suction electrode device kept getting stuck; and that the device would ablate continuously inside the joint even when it was not on. They had to unplug the device to make it stop and open a new one but kept getting the same result for four times. Another like device was used to complete the procedure with an unspecified delay. There were no adverse consequences to the patient reported. The exact date of the event was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (u2401061), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b3: the date of event was inadvertently filled in the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
This is report 1 of 3 for (B)(4). It was reported that during an unspecified surgical procedure, it was observed that the button on the vapr tripolar 90 suction electrode device kept getting stuck; and that the device would ablate continuously inside the joint even when it was not on. They had to unplug the device to make it stop and open a new one but kept getting the same result for four times. Another like device was used to complete the procedure with an unspecified delay. There were no adverse consequences to the patient reported. The exact date of the event was unknown. No additional information was provided.